Event description:
It was reported that balloon rupture occurred. A 15mm x 4.00mm nc quantum apex balloon catheter was selected for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 15mm x 4.00mm nc quantum apex balloon catheter was selected for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. No patient complications were reported. Device evaluated by MFR.: the outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a 9mm longitudinal tear starting at the proximal balloon cone. The shaft is damaged at the exit notch. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.